Event description:
It was reported that the right atrial (ra) lead exhibited oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted (B)(6) 2016, t505u223 valve implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.